Manufacturer narrative:
Continued: h6- f2203. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported against the left side "breast pain for both sides." Later,physcian reported "capsular contracture baker iii"the device was explanted.

Event description:
This relates to the right side.